Event description:
The user facility reported that an employee was splashed in the eye with prolystica 2x concentrate enzymatic presoak and cleaner. The employee immediately rinsed her eyes using the ocular shower for 15 minutes. The employee then went to the house nurse, rinsed out her eyes a second time with water and then contacted steris. Steris read the msds (safety data sheet) to the complainant which states "flush eyes immediately with water for at least 15 minutes. Get medical attention". No medical treatment was sought or administered. The employee had discomfort in her eye for 2 days and is now fine.

Manufacturer narrative:
The employee subject of the reported event entered the room for a process evaluation and was not wearing personal protection equipment (ppe). Another employee was in the room soaking instruments beside the employee subject of the event and at this time the prolystica splashed up and into the employee's eye. Following the reported event the manager affixed a sign on the door of the decontamination room that states: "any person entering this room should wear the proper personal protection equipment and at least wear a shield". The user facility stated that employees who work in the decontamination area wear suitable ppe but it appeared that the employee subject of the reported event (referred to as "visitor" by the user facility) did not. The product label states, "contains subtilisins (proteolytic enzyme). Irritating to eyes and skin. Prolonged or frequently repeated contact to subtilisins may cause allergic reaction in some individuals. Do not get in eyes, on skin or on clothing. Wear protective eyewear and gloves. Do not breathe spray mist".